Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. The result from the meter at 1:20 p.m. Was 4.3 inr. The patient was advised to have a lab test performed for confirmation. The result from the laboratory at approximately 5:00 p.m. Was 1.1 inr. No medication adjustments were made. The patient¿s therapeutic range is 2.0 ¿ 3.0 inr with a testing frequency of bi-weekly unless results are out of range.

Manufacturer narrative:
The meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.